Event description:
The distributor reported on behalf of their customer that the 7-900-100, hyfrecator 2000, 100v device was being used on (B)(6) 2021 during an orbital exenteration procedure when it was reported ¿an incision was made under the eyes and the fat was removed. During the removal of the fat, which was about the size of the tip of a pinky finger, the incision was use to bipolar forceps but resulting in orbital burns. The surgery covering sheet was also fired, and the cheek area of patient was burned in two places (skin peeled off).¿ the output setting for the bipolar was 9w. Burn area was orbital area, eye socket and cheeks. 2 areas "2-4. After further assessment it was found, the female patient had 2nd degree burns. It is unknown if treatment was given. The current status of the patient is unknown and it is unknown if there was an extended stay at the hospital for the patient. It is unknown if there was a delay to the procedure. This report is being raised on the basis of injury due to 2nd degree burns.

Manufacturer narrative:
The reported event of ¿patient burned during surgery¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. The service history was reviewed, and no data was found. Based upon the serial number, the device was manufactured in 2004. A device history review was not conducted as the device has been in the field more than 12 months. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the tips of recently activated accessories may be hot enough to burn the patient or ignite flammable material. Temporarily unused active electrodes should be stored in the holder or on the hyfrecator 2000 or in an electrically insulated, flame resistant container to prevent injury due to hot tips or accidental activation of the foot switch. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text : device not returned, because this product has been in operation for years as our demo machine.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not returned, because this product has been in operation for years as our demo machine.

Event description:
The distributor reported on behalf of their customer that the 7-900-100, hyfrecator 2000, 100v device was being used on (B)(6) 2021 during an orbital exenteration procedure when it was reported ¿an incision was made under the eyes and the fat was removed. During the removal of the fat, which was about the size of the tip of a pinky finger, the incision was use to bipolar forceps but resulting in orbital burns. The surgery covering sheet was also fired, and the cheek area of patient was burned in two places (skin peeled off).¿ the output setting for the bipolar was 9w. Burn area was orbital area, eye socket and cheeks. 2 areas "2-4¿. After further assessment it was found, the female patient had 2nd degree burns. It is unknown if treatment was given. The current status of the patient is unknown and it is unknown if there was an extended stay at the hospital for the patient. It is unknown if there was a delay to the procedure. This report is being raised on the basis of injury due to 2nd degree burns.